Event description:
It was reported that during the ureteroscopy procedure, a small bang happened, but the procedure continued. After 10 minutes, the laser started to smoke and had a burning smell. The fiber was removed, and it was noticed that everything was charred. A black spot was also seen on the glass. There were no patient complications. This complaint refers to the console.

Manufacturer narrative:
The device component is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Analysis of media provided by the customer was performed. Media showed the connector of the fiber and the tip of it, burnt. The reported device performance allegation cannot be confirmed, as the media did not show any related to the console.

Event description:
It was reported that during the ureteroscopy procedure, a small bang happened, but the procedure continued. After 10 minutes, the laser started to smoke and had a burning smell. The fiber was removed, and it was noticed that everything was charred. A black spot was also seen on the glass. There were no patient complications.